Event description:
Removed the reboa catheter. Was removed during rounds in the afternoon. (Balloon had been down for our entire shift, reboa was initially placed in the emergency department on night shift, early that morning.) Upon removal, it was found that the balloon had ruptured at some point while in the patient. The sheath was promptly removed by and the catheter was saved. No harm to patient. We do not have any further identifying information regarding the device. Device was sequestered and available for investigation.

Event description:
Removed the reboa catheter. Was removed during rounds in the afternoon. (Balloon had been down for our entire shift, reboa was initially placed in the emergency department on night shift, early that morning.) Upon removal, it was found that the balloon had ruptured at some point while in the patient. The sheath was promptly removed by and the catheter was saved. No harm to patient. We do not have any further identifying information regarding the device. Device was sequestered and available for investigation.

Event description:
Removed the reboa catheter. Was removed during rounds in the afternoon. (Balloon had been down for our entire shift, reboa was initially placed in the emergency department on night shift, early that morning.) Upon removal, it was found that the balloon had ruptured at some point while in the patient. The sheath was promptly removed by and the catheter was saved. No harm to patient. We do not have any further identifying information regarding the device. Device was sequestered and available for investigation.